Manufacturer narrative:
Initial reporter phone no. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the "kids have a difficulty to keep the sterile process." It was reported that the patient was hospitalized and was treated with unspecified antibiotics (no further details reported) for the event. Antibiotic treatment was ongoing for 14 days after discharge. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient/caregiver was retrained on the proper aseptic technique. No additional information is available.